Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from november 25, 2019 - november 26, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected medication delivery time was 24 hours; however, after the expected delivery time was completed, it was observed that approximately 30 - 40% solution remained in the device that had not be infused to the patient. The device had been filled with piperacillin / tazobactam 18000mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.